Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 76-year-old male patient (170-190 pounds) underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a pentaray nav high-density mapping eco catheter and the patient went into ventricular tachycardia / ventricular fibrillation and died after resuscitation failed. It was reported that while mapping an ischemic vt procedure the patient went into ventricular tachycardia / ventricular fibrillation. Multiple attempts at defibrillation were attempt without success. A full code was initiated, bu they were unable to revive the patient and the patient passed away. The physician¿s opinion on the cause of death was due to vt/vf and pre-diagnosed as (aortic stenosis). The patient had a history of aortic stenosis and patient had a defibrillator (ICD).